Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer experienced low blood glucose of 36 mg/dl and the sensor did not detect. It was also reported that the sensor glucose reading was over 100. The customer will be meeting the doctor soon to review his settings. No further information was provided.